Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support. Possible pump thrombosis is listed in the hm3 IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is listed in the patient care and management section as a potential late postimplant complication that may be associated with the use of the hm3 lvas. This section also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had an echocardiogram (echo) on (B)(6) 2018 showing thrombus at the apex near the left ventricular inflow cannula. The patient received continuous heparin. An additional echo was performed on (B)(6) 2018 and no thrombus was present.